Manufacturer narrative:
The driver board & cup pickup assembly were returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the driver board and the cup pickup assembly. The most probable cause of the reported event was due to faulty drive board which caused the cup transfer assembly to fail.

Event description:
N/a.

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the error and reproduced error by attempting an all set home operation. Fse replaced the drv board and the test cup picking assembly. Fse performed all alignments, ran cup transfer evaluation tests without any failures. Instrument was validated by running quality controls, results passed without errors and within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual flags and error messages states: [4151] c. Trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to faulty drv board which caused the cup transfer assembly to fail.

Event description:
A customer reported getting "4151 c. Trans-z home detect error" on the aia-900 instrument. The customer performed a rack eject, all set home operation and reboot of the instrument. Customer also cleaned sensor, springs and waste but could not locate any tossed cups. The customer then attempted a daily check run but error occurred. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lhii) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.